Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the guidewire could not be fully inserted in the lead. When trying to remove the guidewire, it became stuck in the lead. A new lead was used to complete the procedure with no adverse patient consequences.